Manufacturer narrative:
Investigation into this event showed that repeat testing of the samples yielded results consistent with historical results. Datalog analysis showed no evidence of analyzer malfunction. Qc results were acceptable. Results of precision testing were within expectations. The customer follows ocd recommendations for routine maintenance. An ocd field engineer verified performance of the sample metering system. The root cause of this event is unk.

Event description:
A customer observed negatively biased tsh results on multiple pt samples tested on the eciq analyzer. The results were reported and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.